Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The sample was not returned for evaluation as it was discarded by the user facility. Based on the info received, the results are inconclusive and the root cause of the event is unk. The current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. The current IFU (instructions for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.

Event description:
It was reported that the device failed to deploy. The filter became stuck right at the point of exit and would not exit the delivery system despite manipulation. The delivery system was removed from the sheath and another filter was successfully deployed. There was no pt injury reported.